Event description:
Patient self tester reports discrepant results with meter. Date: "last week", inratio: 1.6. Date: (B)(6) 2010, inratio: 1.4. Date: (B)(6) 2010, inratio: 1.7. Date: (B)(6) 2010, inratio: 2.1. Date: (B)(6) 2010, inratio: 1.5, lab: 2.0. All (B)(6) 2010, results were within a few minutes. Patient's target therapeutic dose is 2.0-3.0. Doctor increased patient's coumadin dose after 1.6 result last week.

Manufacturer narrative:
Investigation pending.